Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the pt. (B)(4).

Event description:
Coiling treatment of an aneurysm. It was reported post procedure, thrombus appeared at the aneurysm neck and the pt awoke with transient hemiparesis. The pt was placed on medication and the issues resolved without sequelae.